Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. On (B)(6) 2023 the customer was admitted into the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of over 600 mg/dl with high ketones. Ketone levels identified as life threatening by their health care provider. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, there was no permanent damage, and the customer was released (B)(6) 2024. Customer continued to use the pump for insulin therapy and has manual insulin injections if needed.